Manufacturer narrative:
(B)(6).

Event description:
It was reported the softsilk screw was advanced into the femoral tunnel; the surgeon was unable to withdraw the 1.5 mm guide. An attempt was made to remove the wire without withdrawing the screw, but was unsuccessful. The screw was removed. The wire was bent and could not be removed from the screw. A second screw was opened and successfully implanted without incident.

Manufacturer narrative:
Returned in the screw is approximately 3.5 inches of a 1.5 guidewire. The guide wire is bent distal and proximal to the screw. The condition of the guidewire indicates that it got bent during placement and when inserting the screw, the screw became jammed onto the bent guidewire. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Further investigation is not warranted at this time.